Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing." A second fiber was used to complete the case. "No damages to patient" reported.

Manufacturer narrative:
(B)(4) to forward-firing of the side-firing surgical fiber; a code request has been submitted.